Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 83mg/dl at the time of the incident. The customer reported that he changed the battery 12 times and finally got it to turn checked alarm history and alarms. It happened today that they received battery failed. The customer received failed battery test even after inserting new battery. The customer was advised to monitor the pump and a replacement battery cap will be sent. The insulin pump will not be returned for analysis.